Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The identification board was recommended for replacement to correct this reported complaint.

Event description:
The hospital reported during preuse checkout the unit alarmed and would not mechanically ventilate. There was no report of patient involvement.